Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital due to low flow alarm and deterioration of the renal function. Upon further examination, gastrointestinal bleeding was found and was treated conservatively with blood transfusion. Due to the complexity of treatment and the patient being a destination therapy case, discharging home with follow-up care was being considered. However, low flow alarms had been occurring frequently the past few days. No recent echocardiography or catheter examinations had been performed. Further evaluation was requested from the attending cardiologist. The log files captured low flow alarm events on (B)(6) 2025. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. Since the patient's quality of life was deteriorated due to low flow alarm, the patient was requested to introduce lfa2.0.

Manufacturer narrative:
Section a4: patient weight was not provided. Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. A specific cause for the alarms, as well as a direct correlation between heartmate 3 left ventricular assist system, serial number: (B)(6), and the reported gastrointestinal bleeding and renal dysfunction could not be conclusively determined through this evaluation. The submitted controller event log file captured numerous low flow alarms on (B)(6) 2025. During these events, estimated flow was captured at 1.8-2.4 liters per minute. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number: (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including bleeding, and renal dysfunction. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters. Section 4 of the IFU, ¿heartmate touch communication system,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. Following software upgrades, the heartmate 3 lvas pocket guides to alarms for patients, rev a, and clinicians, rev a, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.